Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the devices at a third party service center, an issue with the ventilator's power supply was observed. The ventilator's power supply was replaced to address this issue.